Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Interrogation revealed that the right ventricular lead exhibited oversensing of noise with non-sustained right ventricular oversensing (nsrvo) alerts. The noise could not be reproduced. No device intervention was performed. The patient was stable.